Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v956868, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was in the hospital due to bladder problems and bleeding for two days. The next day, they started bleeding again and went back into the hospital. The patient was going to have a cat scan. The system was implanted to help with these issues. The patient¿s programmer batteries died and were replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.